Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp (omsc). Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that during a surveillance culturing test by the facility, the subject device tested positive for unspecified bacteria. The facility had disinfected the subject device with peracetic acid. Other detailed information such as number and type of the bacteria, and the model name of automated endoscope reprocessor were not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. Olympus followed up with the user facility to obtain additional information and was reported that the subject device tested positive for following bacteria during the surveillance culturing test by the user facility. Channel 1; staphylococcus blanc (3cfu/100ml); channel 2; staphylococcus blanc (2cfu/100ml); channel 3; staphylococcus blanc (3cfu/100ml), champignon filamentous (1cfu/100ml). The user facility had manually disinfected the subject device with peracetic acid. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the subject device tested positive for staphylococcus coagulase negative (1cfu//100ml) but the testing result cleared the (B)(4) guideline. The exact cause could not be determined at present.